Event description:
A patient was sedated for an MRI of his shoulder. Appropriate padding was used for upper extremities. At conclusion of MRI and when patient awoke, complained of aching in elbows. Nursing intervention was implemented to treat joint pain - heat, alternated with cold. Hot packs were applied for 30 minutes, then removed for ice packs. Skin was intact for both applications. When cold packs removed, circular blisters were noted measuring 2cm x 2.5cm. There were also circular reddened marks about 1/2 inch around blisters measuring 6cm x 5cm on right elbow and 4cm x 5cm on left elbow. Elbows slightly swollen as well. Physician examined, and determined burns were from MRI. Instructed patient on care of blisters.manufacturer's field engineers came on site and conducted testing. Found nothing wrong with scanner, it is working appropriately.